Event description:
A malfunction alarm known as "malf 0" was reported with no notable events occurring beforehand. The impact on the customer's blood glucose level is unclear as they declined to provide information. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.